Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10: reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported with a description of lens did not deploy for surgeon, that the difficulty arose when attempting to push the lens through the cartridge with the inserter. A few attempts were made and the insert instrument would not engage the lens. The surgeon requested that a new lens be used, the scrub obtained the new lens, a new cartridge and inserter. Additional information has been requested.

Manufacturer narrative:
Additional information was added in h.3., h.6. And h.11. The product was not returned for analysis. The complainant indicates the use of non-company viscoelastic, and the use of a delivery device which are not qualified for use with associated model, this is not a qualified company product combination. The reported complaint was not observed as no sample was returned for analysis; however, based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the surgeon states the use of a delivery device and the use of a non-qualified viscoelastic. The use of an unqualified combination may cause damage to the intraocular lens (iol) and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.